Event description:
It was reported that the device lock could not be obtained for external equipment upgrade. The pt was an inconsistent device user and the pt reported falling and hitting the implant against a door two months ago. External equipment was exchanged; but, there was no device lock. Device revision surgery will be scheduled.